Manufacturer narrative:
The complaint shall be closed with an undetermined conclusion and entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Event description:
The spring on the attune spacer block was found to be deformed prior to surgery. Upon product return, the balseal was missing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).